Manufacturer narrative:
An event regarding size/fit issue involving a triathlon femoral component was reported. The event was not confirmed. Device evaluation and results: visual inspection: one femoral component was returned in a plastic bag for evaluation. No packaging was returned with the product. Marks are visible on the superior surface of the product consistent with attempted implantation and subsequent handling. Dimensional inspection: dimensional inspection was performed as per triathlon femoral cr inspection guide sheet. The product is dimensionally within design specification. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported event could not be confirmed. The returned device underwent dimensional inspection and was within specification. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the reported joint replacement implant. Primary procedure, bilateral mako tka. It was reported that when the cuts were made for the patient's left femur, the left press-fit femoral component did not sit flush on the anterior chamfer. The device was sitting proud by about 1mm to 1.5mm. It is unknown if this discrepancy was present during trialing, it was not noticed or reported by the surgeon. Surgeon decided to use a cemented stem instead. After implantation of the left knee construct, attention was turned to the right knee. When the femoral cut was made, surgeon tested the original left press-fit femoral component (there was no intention to implant it), and it sat flush. A right press-fit femoral component was implanted. Surgery was completed with a 5 to 10 minute delay in surgery with use of tourniquet. Surgeon is a mako consultant and is experienced with the system. All cuts were made according to the plan. Patient's bone quality was reported as very good, very hard bone. Rep does not know which of the facility's two robots were used for the procedure.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. Supplemental report will be provided upon completion of the investigation.

Event description:
This pi is for the reported joint replacement implant. Primary procedure: bilateral mako tka. It was reported that when the cuts were made for the patient's left femur, the left press-fit femoral component did not sit flush on the anterior chamfer. The device was sitting proud by about 1mm to 1.5mm. It is unknown if this discrepancy was present during trialing, it was not noticed or reported by the surgeon. Surgeon decided to use a cemented stem instead. After implantation of the left knee construct, attention was turned to the right knee. When the femoral cut was made, surgeon tested the original left press-fit femoral component (there was no intention to implant it), and it sat flush. A right press-fit femoral component was implanted. Surgery was completed with a 5 to 10 minute delay in surgery with use of tourniquet. Surgeon is a mako consultant and is experienced with the system. All cuts were made according to the plan. Patient's bone quality was reported as very good, very hard bone. Rep does not know which of the facility's two robots were used for the procedure.